Event description:
It was reported the pt was treated for a chronic wound of the lower left extremity. The wound had been present for approx 6 months. The pt presented to the facility approx 2 weeks later. A punch biopsy was performed. The wound measured 13 mm x 3 mm x 1 mm with peri wound erythema and weeping to 20 cm. Clobetasol, bactroban and nystatin ointments were applied to the skin and a piece of matrix dressing was placed into the wound bed at the facility. The site was then covered with a hydrofiber dressing and wrapped with gauze. A few hours later, the pt presented to the emergency room with a rash and hives on her hands, chest and legs. The periwound area was not affected by the rash. The pt was treated with steroids, cortisone and benadryl.

Manufacturer narrative:
A review of the batch record and retain eval could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. Based on the investigation conducted, the complaint would not be confirmed. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR.